Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone and patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation and x-rays images were not provided. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d10, g3, g4, g7, h2, h3 and h4 have been updated accordingly. Section d1: brand name section d4: model and catalog number, expiration date and unique identifier (UDI) # section g4: PMA/510(k)number section h4: device manufacture date section d10: concomitant medical products logic femoral ps cem right sz 5 (cat# 02-010-01-0350 / serial# (B)(6)). Logic tibia ps mod insrt sz 5 9mm (cat# 02-012-35-5009 / serial# (B)(6)). Logic tibia ps mod insrt sz 5 11mm (cat# 02-012-35-5011 / serial # (B)(6)). Lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(6)). Lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(6)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon investigation this is discovered to be a duplicate case. All new or additional information will be reported in MFR# 1038671-2021-00055.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately five years post tlka, patient experienced a revision left side due to femur loose.